Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tibial fixation, when through the bone tunnel, the head of the screw broke. A backup device was used to complete the surgery.

Manufacturer narrative:
This implant was received in used condition. Dimensional inspection verifies that this is a 7x25mm product. There is approximately 5mm of distal material missing from the implant. It was not returned. The procedure was a tibial fixation procedure. There is a minor spot of light stripping on the screw head. The complaint indicated breakage when passing through the bone tunnel. There is outer diameter surface distortion on the most distal threads remaining. This indicates that the threads were met with resistance or force. There were no prep notes provided. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.